Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise and low amplitude measurements. The tachy function of the system was programmed off and the patient was discharged home with a live vest. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The s-ICD system is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise and low amplitude measurements. The tachy function of the system was programmed off and the patient was discharged home with a live vest. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.